Event description:
The ipg was returned to the manufacturer, analyzed, and subsequently tested out of specification. It was reported that lead model 5071 had increased thresholds, and the lead was capped. No patient complications have been reported as a result of this event.